Event description:
It was reported that the pt was revised due to infection. The implants were removed on (B)(6) 2015 and prostalac spaces were implanted. It is unk when the second stage will take place.

Manufacturer narrative:
This report will be amended when our investigation is complete.